Manufacturer narrative:
No further information was able to be obtained from this customer. However, three phaco handpieces were returned for evaluation. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for these phaco handpieces. The associated system was manufactured on march 26, 2015. Based on qa assessment, the product met specifications at the time of release. The first phaco handpiece was manufactured on march 4, 2015. Based on qa assessment, the product met specifications at the time of release. The first phaco handpiece was received for evaluation. A visual assessment of the returned handpiece did not reveal any non-conformity. The handpiece resistance value on the returned handpiece was tested. The returned handpiece passed test. The returned handpiece was connected to a calibrated system and tuned. The returned handpiece passed tune. The returned handpiece was functionally tested at 100% longitudinal and torsional power for 5 minutes. The returned handpiece generated both longitudinal and torsional power during test. The returned handpiece u/s and torsional strokes were measured. Both u/s and torsional strokes were measured within specifications. No additional test was performed. The first returned handpiece was determined to have functioned to specifications. Therefore, root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported they had three handpieces that did not have phacoemulsification power. This is the first of three reports for this reported event from this facility. Additional information has bee requested, but none has been received to date.